Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that on the first postoperative day, the patient experienced symptoms of inflammation. This is not considered toxic anterior segment syndrome (tass). The patient was prescribed a steroid medication and will be under observation for 2-3 weeks. Additional information has been requested.